Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. The patient had a recurrence of the hernia and returned to surgery on (B)(6) 2011. The surgeon noted adhesions and when he pulled the adhesions down, the adhesions stuck to the omentum. They were unable to remove the mesh from the omentum and left the remaining mesh in the patient. A new larger piece of like mesh was used to repair the hernia.

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.